Manufacturer narrative:
The device was not returned for evaluation; however, a photograph was returned which confirmed a tego with blood beneath the seal sheath. The photo was not of sufficient quality to determine if there was any damage to the tego. The lot review was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The probable cause of the leakage cannot be determined without return of the affected sample.

Event description:
The customer reported that when changing a tego connector, it was aspirated with a syringe and air leakage was noted. The air was removed and tried to aspirate again; however, no blood came out from the syringe, but blood came around tego. The connector was changed by one of the same reference. The reporter added that the blood leakage was less than 150 ml. This occurred during patient use, but there was no harm as a result of the event.